Event description:
A customer contacted beckman coulter inc. (Bci) and reported a leak under the mc side of the unicel dxc 800 pro synchron clinical system. Customer was unable to pinpoint source of leak. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found mc manifold was leaking. The fse replaced the manifold on next day. Hardware is the root cause for this event.